Manufacturer narrative:
The generator referenced in this report was returned to olympus for evaluation. The reported complaint/failure could not be confirmed. Functional testing found the device functioned as intended. The device parameters and settings were within specifications. As the customer's handpiece and accessories were not returned, the exact cause for the device shutting down could not be determined.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. The instruction for use states, "if the electrosurgical generator fails and the output is stopped during treatment, it may be impossible to continue treatment due to tissue or coagulum build-up on the hf instrument or other similar conditions." If additional information and or device is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the device shut down twice and resulted in a possible patient injury as they could not stop the bleeding in the patient. A clip was used to stop the bleeding. The intended procedure was completed with another device. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information about the reported event but with no results.